Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (moisture ingress) issue. Reportedly, the pump had lost power and moisture was observed behind the display. It was reported that there was no damage to the battery compartment or cap and the cap was unable to secure properly on to the pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
(B)(4). Device evaluation: the insulin pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: visual inspection of the pump found some cosmetic damages. Moisture was evident behind the display. The battery compartment was cracked from the base seal to the grip pad with no evidence of moisture intrusion in the compartment. Using the returned battery cap, the pump powered up to a blank display screen with the appropriate audible and vibratory features. The investigation was unable to complete the remaining testing due to the blank display. The pump casing was opened and additional evidence of moisture intrusion was observed inside the pump.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.